Event description:
It was reported that the atrial and ventricular leads had high thresholds. The ventricular lead also had low impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.